Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate

Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Implant date and explant date are unknown device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.